Event description:
The ge oec 9800 fluoroscopy system had motorized drive motion failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and the motor-drive power supply was replaced to restore motions. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.